Manufacturer narrative:
This report was sent because the incorrect product code was used in our initial and follow-up report no. 01.

Event description:
The customer reported false positive results of the control reagent kit with ih-card abo/d(dvi-)+rev.a1, b on ih-500. The customer stated that the control kit consisted of three different controls. The controls yielded false positive results with the negative control of the ih-card and in one case the control showed false positive results with the anti-b and the anti-d reagent. Due to the discrepancy between forward and reverse typing and the false positive control results the ih-500 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the control reagent kit that had caused a false positive reaction. Therefore our quality control laboratory tested their retention sample with different controls and donor samples on ih-500. All positive and negative results were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer did provide files and screen shorts of the affected instrument for investigation. The image analysis of the raw image showed that level of supernatant is not equal in wells. There is like a "staircase effect" when moving from one side to another. The absence of splashes in reaction chambers strongly suggest that the card had probably been centrifuged before loading on the ih-500. That usually masks gel that may have dried out where the gel integrity was already compromised. After data analysis, we could confirm that all processes (identification, pipetting, incubation, centrifugation and reading) were correctly performed by the affected ih-500 device. Results regarding the retention samples and tests performed by our quality control department with donor samples were correct and concordant, no issue was present. We can exclude this complaint is related to a systematic "production defect". We could nonetheless confirm the customers' findings as described in the complaint. The false positive reaction observed in the control well could have been caused by dried gel, or by supernatant that had evaporated and was stuck under the aluminum foil after the cards were probably stored close to a heat source. An internal CAPA has been raised (#500031851) to further investigate the root-cause.

Event description:
The customer reported false positive results of the control reagent kit with ih-card abo/d(dvi-)+rev.a1, b on ih-500. The customer stated that the control kit consisted of three different controls. The controls yielded false positive results with the negative control of the ih-card and in one case the control showed false positive results with the anti-b and the anti-d reagent. Due to the discrepancy between forward and reverse typing and the false positive control results the ih-500 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the control reagent kit that had caused a false positive reaction. Therefore our quality control laboratory tested their retention sample with different controls and donor samples on ih-500. All positive and negative results were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer did provide files and screen shorts of the affected instrument for investigation. The image analysis of the raw image showed that level of supernatant is not equal in wells. There is like a "staircase effect" when moving from one side to another. The absence of splashes in reaction chambers strongly suggest that the card had probably been centrifuged before loading on the ih-500. That usually masks gel that may have dried out where the gel integrity was already compromised. After data analysis, we could confirm that all processes (identification, pipetting, incubation, centrifugation and reading) were correctly performed by the affected ih-500 device. Results regarding the retention samples and tests performed by our quality control department with donor samples were correct and concordant, no issue was present. We can exclude this complaint is related to a systematic "production defect". We could nonetheless confirm the customers' findings as described in the complaint. The false positive reaction observed in the control well could have been caused by dried gel, or by supernatant that had evaporated and was stuck under the aluminum foil after the cards were probably stored close to a heat source. An internal CAPA has been raised (#500031851) to further investigate the root-cause.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of the control reagent kit with ih-card abo/d(dvi-)+rev.a1, b on ih-500. The customer stated that the control kit consisted of three different controls. The controls yielded false positive results with the negative control of the ih-card and in one case the control showed false positive results with the anti-b and the anti-d reagent. Due to the discrepancy between forward and reverse typing and the false positive control results the ih-500 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the control reagent kit that had caused a false positive reaction. Therefore our quality control laboratory tested their retention sample with different controls and donor samples on ih-500. All positive and negative results were correct. We did not observe any false positive reaction. The investigation of the instrument files is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.